Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage and power cable disconnect alarms while connected to the mobile power unit (mpu) was confirmed via the log file analysis. The mpu (serial number: (B)(6) ) was returned for analysis, and two log files were submitted from the heartmate 3 system controller for review that showed events spanning approximately 6 days (09jan2024 - 12jan2024, 15jan2024 ¿ 18jan2024 per timestamp). Atypical low voltage and power cable disconnect alarms that were associated with relative state of charge (rsoc) invalid faults were intermittently active on 12jan2024 from 06:54:59 ¿ 10:34:17 and on 16jan2024 from 22:29:42 ¿ 23:30:16. The alarms occurred simultaneously on both power cables while the controller was connected to the mpu. The alarms cleared shortly after activating and did not reoccur while the controller was placed on battery power. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The mpu (serial number: (B)(6) ) was returned to the service depot and was connected to a mock loop and ran for several days without any alarms or issues activating. The mpu was functionally tested and passed all testing. The mpu patient cable was replaced as a precaution and was forwarded to product performance engineering (ppe) for further analysis. The returned patient cable was connected to a test mpu, test controller and mock loop. The cable was manipulated by hand and no alarms activated. The patient cable operated as expected throughout testing and was able to support pump function for an extended duration. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage, power cable disconnect alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in clinic after reporting low battery alarms while connected to the mobile power unit (mpu) on the morning of 12jan2024. The patient reported getting up to use the bathroom that morning and having to uncoil the cable in order to have enough length to reach the bathroom. The patient had called the vad team and was instructed to try multiple outlets in the house, check the power cord connections, and perform a system controller self-test which was normal. When the patient was seen in clinic, multiple low voltage advisory alarms could be seen in the history. During the clinic visit, the patient was connected to the mpu, and it powered up normally, the green light was displayed, and it functioned as expected. The low voltages alarms could not be replicated. The patient performed a self-test on the controller which was normal. The patient also told the nurse that they thought there was a break in the cord. It was unclear if the patient ran the cord over with a chair or if the cord was damaged. Visual inspection showed scuff marks. The patient was provided a loaner mpu as a backup and log files were submitted for evaluation. Log file review found power cable disconnect, low voltage advisory, and no external power alarms captured on 12jan2024 while connected to the mpu. These appeared to be caused by caused by power to the mpu being briefly interrupted. There was no interruption to the pump function during these events. On 19jan2024 it was reported that the patient continued to experience low battery alarms while connected to the mpu. These alarms were unable to be replicated in clinic and it was noted that there were no obvious external breaks to the power cord or patient cable. Additional log files were submitted for review which captured odd power cable disconnects and low voltage hazards on 16jan2024 while connected to the mpu. It appeared a momentary loss of power had occurred. There was no interruption to the pump function during these events. The customer reported that the patient did not remember any damage occurring to the mobile power unit, the power cord did not come loose, there were no environmental circumstances affecting ac power at the time of the event, and the power cord had a v-lock connector. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review. The patient was discharged after pump implantation on (B)(6) 2024 and had only used the mpu since. The patient noted that there was a break in the cord. It was unclear if the patient ran the cord over with a chair or if the cord was damaged. Visual inspection showed scuff marks. The patient reported the need to uncoil the cable in the morning to go to the bathroom in order to have enough length. The patient was seen in the clinic due to low battery alarms while connected to the mobile power unit (mpu). The patient called the clinic in the morning and tried multiple outlets in the house, checked the power cord connections, and performed the system controller self- test which was normal. The patient reported that the alarms started in the morning. The patient was seen in the clinic with multiple low voltage advisory alarms seen in the event log files. The patient was connected to the mpu during the clinic visit and it powered up normally with the green light displayed. The mpu functioned as expected in the clinic and the low voltages alarms could not be replicated. The patient performed the self-test on the primary system controller which was normal. It was noted that the there was no damage to the mpu cord stated by the patient. It was also noted that the mpu had the v-lock connector on the ac power cord. The patient stated that the ac power cord remained connected to the wall outlet and the back of the mpu. There were no environmental circumstances that affected ac power at the time of the event. The patient was given a loaner mpu. The old mpu was returned to the patient as a backup. The event log files captured power cable disconnects and no external power events while connected to the mpu on (B)(6) 2024. This was caused by a brief power interruption to the mpu. There were no pump interruptions during this event. The event log files also captured a few elevated pulsatility index (pi) events and routine power cable disconnect events during power changes. The pump functioned as intended.